Event description:
The customer reported the system gave a voltage regulator error and would not image. Also it would not boot and gives filament regulator error. The finished the case with another carm. No harm to pt.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep diagnosed the defective battery pack, ordered batteries, found pins pulled back in footswitch connector, pushed pins back into position and glued them there. The footswitch now works as designed. He also replaced the battery pack. System now boots and makes x-rays as designed.